Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the pressure transducer failed to display a zero temperature reading. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.